Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Event description:
The customer reports that the hand piece worked intermittently. No pt injury or ill-effects. When the device was returned for investigation, upon visual inspection, it was noted that a snap pin was broken and missing. According to the site nothing fell in the surgical cavity.